Event description:
It was reported that, during clinical use with the anesthesia system, ventilation became unavailable. A loud mechanical clicking sound was heard followed by leakage alarms. Alarms for airway pressure high was found in the logs. There was no patient harm. Manufacturer's reference #: (B)(4).